Event description:
The device was explanted due to infection.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Review of quality records. Late due to delay in receiving paperwork. Device evaluation anticipated, but not yet begun.